Event description:
Plaintiff alleges the development of a type I, life-threatening immediate hypersensitivity to latex and as a result, will suffer wage loss and loss of earning capacity. Further alleges sensitization has caused severe restrictions in her life and tremendous mental strain and emotional stress. Plantiff alleges loss of consortium of his wife.